Manufacturer narrative:
A ge service representative performed an on site investigation. The cmos battery was replaced. The system was then found to be operating as intended.

Event description:
Customer reported that there was no display and the system was not booting up. No patient injury was reported.